Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the emergency department for a communication fault. The log files were submitted for review. The event log captured driveline communication faults on line b that started 26feb2026 at 1254 and continued for the remainder of the log. The same communication fault that occurred on december 2024 [mfrs: 2916596-2025-00621, 2916596-2025-00622, 2916596-2025-00623, 2916596-2025-00624]. The system controller and the modular cable were exchanged and the alarms were noted to have resolved. After the exchange, the log files captured approximately 9 minutes of data with no communication faults present. The controller needed to be synchronized.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file captured a driveline communication fault alarm on 26feb2026 correlating to the system¿s comm-b line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The modular cable (lot number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information for this event indicates that the alarm resolved after the controller and modular cable were exchanged. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including driveline communication fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. The lot number of the modular cable was not provided. No further information was provided. The manufacturer is closing the file on this event.